Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed, machine needed recovered, but they didn't have access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that entire drawer 2.1 was stated as "not detected on the bus". A field service engineer (fse) tried recovery, but unsuccessful. The fse then remove the back cover and reseated the pyxibus cable, drawer cables, and retractor band cables, after which the errors were cleared. The system functioned as intended after the field service engineer repaired the device.